Event description:
It was reported that a patient underwent a thyroidectomy procedure on an unknown date and suture was used. The suture broke post-operatively and the patient experienced a wound dehiscence and required intervention.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that a patient underwent a tracheoplasty procedure on an unknown date and suture was used. A tracheal graft was used during the procedure. The suture broke three to four days post-operatively and the patient experienced a wound dehiscence. The patient underwent a re-operation. During the re-operation, a tube was placed and the skin was closed with a different type of suture. The tracheostomy was not sutured again. Currently, the patient is well.